Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015: device evaluation: the device has been returned and evaluated by product analysis on 04/28/2015 with the following findings: review of the black box data revealed unexplained records of power on reset. On examination, there was moisture corrosion inside the battery compartment. The battery compartment was found to be cracked on the side near the threads. A leak test revealed moisture ingress into the battery compartment at the site of the battery compartment crack. The battery cap returned with the pump for investigation was intact and without damage; the cap was able to be secured to the pump properly. The pump was exercised for 24 hours without interruption in power during the investigation. The pump was opened for investigation and did not reveal any further evidence of moisture ingress to the pump¿s interior compartment. There was no damage to the power circuit. Investigation confirmed the alleged damage but did not duplicate the power complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.